Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in the or to undergo a dual chamber pacemaker implant, high capture threshold and intermittent sensing were observed. When repositioning was unsuccessful, the lead was not implanted and was replaced. The patient was stable.